Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is currently unavailable. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was not returned for evaluation; therefore, a physical investigation could not be performed. However, the reporter sent photographic pictures of the device for evaluation. Reliability engineering reviewed the photographic images and determined that the device was broken into three pieces at the proximal end. It was determined that the issue with the cracked kincise replacement cap was consistent with the device being dropped or mis-aligned during use (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise replacement cap head adapter device was damaged. The reporter stated that the device was discarded by the hospital before it could be retrieved. However, there were pictures of the device available. The photographic images submitted by the reporter revealed that the device was broken into three pieces. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.